Event description:
Reporter noted kinked tubing on cassette restricted fluid inflow; anterior chamber shallowed and posterior capsule tear occurred. Anterior vitrectomy performed. Additional information from the user facility report: tubing on cartridge of phaco machine kinked, preventing inflow of fluid during cataract surgery. This caused the anterior chamber of eye to shallow and the posterior capsule to come anteriorly where a hole was created in the posterior capsule by the phaco tip. The injury was detected at the time and successfully repaired via an anterior vitrectomy.

Manufacturer narrative:
Product was not available for evaluation. Subsequently, received uf 3500a with picture of tubing (see attached) on 07/17/2006. Cassette, lot # 588874h, is a component of surgical pack. Requested f-2 number from customer. See scanned page.